Event description:
It was reported that during implant attempt, the lead was repositioned three times and the helix of the lead wouldn't extend after multiple rotations. It was also reported that when the lead was extracted, the helix did extend, but extended abruptly. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.